Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump is not dispensing the proper amount of feeding". The unit was triaged and the reported issue could not be confirmed at this time. Tested the unit by running the 125ml rotor timed pump accuracy test. Rotor timed results were: 8.6, 8.47, 8.32, 8.34, 8.63. The results are in seconds and are all in the acceptable range for the joey which is 7.7 seconds to 9.4 seconds. Tested the unit by running the delivery accuracy testing. With the unit set for a delivery rate of 125ml/hr, the volume is caught for 30 minutes and evaluated. The allowable range for the test, for the joey, is 60.63 ml to 69.38 ml. Total amount delivered for this unit was 64.49ml which is within the acceptable range for testing. Ran the feed test at 400ml/hr and delivered 50 ml with no errors. The eputil manual test was performed which the unit passed with no errors. The unit is in proper working condition. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump is not dispensing the proper amount of feeding. There was no patient harm.